Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 74002, lot# n229820, implanted: (B)(6) 2010, product type adapter; product ID 3487a, lot# j0225349v, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
It was reported the patient experienced a warm feeling at the pocket site, a hot burning sensation, and stimulation turning off on its own. It was stated the patient did not verify this with the programmer but she knew because when she turned her neck, she didn't feel any stimulation where she normally did. It was stated the patient turned stimulation back on and she felt stimulation going down her legs and when she walked her legs felt like (B)(4). It was noted this was not where patient usually felt stimulation. The patient then decided to turn stimulation back off, but when she did this her head and hands started to shake. Reportedly, the patient then took a 'nerve pill' and the shaking stopped. It was stated the patient then turned the stimulation back on at a low setting and could feel the stimulation again in her neck. It was also stated the patient had the same lead for '15-16 years' and had a new implanted neurostimulator (ins) implanted in 2010. The patient kept the device at the low setting until she could meet with a healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the stimulation went down their legs, the patient couldn¿t even hardly walk.

Event description:
Additional information stated, the patient was still having concerns with their device or therapy but was working with their doctor or manufacturer representative on 2013 (B)(4).